Event description:
Additional information was received that short to shield was not confirmed but the elevated powers and flows resolved. A cause was not determined, and the patient was asymptomatic.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed power and flow elevations; however, a specific cause as well as a direct correlation to the heartmate ii left ventricular assist system (lvas), (B)(6), could not conclusively be determined through this evaluation. The account submitted 3 x-ray images of the patient¿s driveline for review. These images appeared to be unremarkable. No areas of concern were observed. Evaluation of the submitted log file confirmed that several elevations in pump power and calculated flow were captured. Pump power ranged from 4.7 watts to elevations as high as 8.6 watts, while pump flow ranged from 3.4 liters per minute (lpm) to elevations as high as 9.7 lpm. A specific cause for the changes in pump parameters cannot be conclusively determined. The patient remains ongoing on the heartmate (hm) ii left ventricular assist system (lvas), (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Pump speed, power, flow, and pi are addressed in section 1, ¿introduction¿, of this IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that spikes in flow and power without alarms were noted. There was concern for short to shield, and the patient was placed on an ungrounded cable. The alarms resolved. X-rays were taken. Log files revealed elevated powers on 01oct2022, 02oct2022, and 08oct2022 in the 7-8 watt (w) range. Since then, the powers had been stable in the 5w range. On 16oct2022 the bedside nurse noted flows as high as 10 liters per minute (lpm) that were accompanied with powers in the 7-8w range.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.